Event description:
Patient was implanted with a mesh in 2004, and had the mesh explanted in 2008. Patient was reported to have had bowel adhesions from the mesh along with a bowel obstruction. She was experiencing severe abdominal pain and had a CT scan prior to the explant surgery which prompted the surgery to be performed. She had had a previous hernia surgery prior to being implanted in 2004. Patient is still after the surgery, has no energy and can't eat.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation, or additional information becomes available.